Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 20-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00199 and 3008114965-2023-00200. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: initial reporter facility name: (B)(6) hospital. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30936812) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Loss of microcatheter target position in the intracranial is considered MDR reportable because this will require reassessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. In addition, the patient underwent an additional surgical intervention by placing a second stent. Therefore, this event is usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00199 and 3008114965-2023-00200. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2023, a patient who presented with stenosis of the m1 segment of the middle cerebral artery (mca) underwent a vascular stent placement procedure using a 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 7393488) after balloon dilation. A guidewire and a 150cm x 5cm prowler select plus microcatheter (606s255x / 30936812) were advanced within a guide catheter and the physician encountered resistance during the process of delivery the microcatheter to the target position. After the microcatheter was placed in the target position, the physician started to deliver and release the stent. It was reported that the physician encountered resistance during the process of releasing the stent. When the stent was half released, the physician attempted to withdraw the stent but it released in the patient¿s vasculature reportedly without intention. An angiography was performed and it revealed that the stent was not covering the target lesion site. The physician switch to a new microcatheter and released a new stent (unspecified brand) to complete the procedure. It was reported that the procedure was prolonged for approximately 15 minutes. Procedure medical imaging was included in the complaint and is pending independent physician review.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include the medical image review completed on 04-apr-2023 and additional event information received on 09-apr-2023. The image included in the complaint underwent independent physician review. The assessment is documented below. "The description of the case is clear. The added images do not provide any useful additional information. Based on the description, the hcp encountered resistance with the microcatheter and wire in the treatment area during the navigation phase. It would be reasonable to assume, therefore, that attempting to place a stent in this region would result in resistance to stent deployment and subsequent non opening of the stent . The complaint happened in an icad case with pre-dilatation suggesting the possibility of an underlying dissection that caused the resistance in placing the stent. An underlying dissection would also explain why the stent remained in situ upon the attempt to retrieve it from the vasculature, as the stent could have been caught by the dissection. Unfortunately, the limited case images do not support or deny any hypothesis, nor is the description clear enough to reach any conclusions definitively. " physician name and date reviewed: (B)(6) md, (B)(6) 2023. On 09-apr-2023, additional information was received. The information indicated that an adequate flush was maintained through the microcatheter. A micro guidewire went through the same microcatheter but the physician also encountered some resistance. There were no visible kinks or other damages observed on the microcatheter. The balloon dilation was performed using a gateway balloon catheter (stryker). The information indicated that the additional new stent used to complete the procedure was an atlas® stent system (stryker). The replacement microcatheter was a stryker microcatheter. The physician did not consider the 15-minute procedure extension to be clinically significant. Information related to whether there was an allegation of patient injury due to the alleged product issue is reported as ¿unobtainable.¿ loss of microcatheter target position in the intracranial is considered MDR reportable because this will require reassessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. Per additional information received on 09-apr-2023, the 15-minute delay was not significant and as a result the surgery prolonged code was removed. In addition, the patient underwent an additional surgical intervention by placing a second stent. Therefore, this event is usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.2, h.6, h.10, and concomitant products. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00199 and 3008114965-2023-00200. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Microscopic inspection was performed on the entire length of the device; the returned microcatheter was observed to be undamaged (i.e., no kink, no bend, or compressed area). The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and they were confirmed to be within specifications. The returned microcatheter was flushed using a laboratory sample syringe. After flushing, a lab sample guidewire of 0.04572 (0.018 inch) was inserted into the microcatheter and it could be advanced until it exited out from the distal tip without any noticeable resistance. Although the functional test could not be performed with the complaint enterprise system due to the stent component remained implanted, the guide wire was able to pass through the entire length of the microcatheter, and no resistance or friction was felt. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint was not confirmed. The issue regarding the resistance encountered during the process of releasing the stent could not be evaluated since the reported issue is specific to the patient and procedure at the time of occurrence and cannot be replicated in the laboratory. A review of manufacturing documentation associated with this lot (30936812) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following cautions: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Do not attempt to use microcatheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00199 and 3008114965-2023-00200. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.